Event description:
The surgeon reported he has observed unexpected post-op results based on the biometry scans from the system. Multiple attempts were made for more information on the patient's status with no response to date.

Manufacturer narrative:
The company service representative was on site 09/11/2009 and spoke to the surgeon. The surgeon stated he was using the immersion mode for the biometry measurements. The company service representative spoke to the surgeon's assistant on 09/14/2009 and she explained she found the device was set to contact biometry, instead of immersion biometry, as the surgeon wanted. The company service representative then reviewed the appropriate set up for contact and immersion biometry with the customer. The root cause of the reported issue is use error: the technique used is clearly shown on the screen while the reading is being taken. Operators of the system are to be trained professionals with a good understanding of how the equipment operates. The operator's manual reviews the contact versus immersion technique and includes a warning that the correct technique must be selected. A technical services article sent to technical services globally reiterates the importance of selecting the correct technique. (B) (4). (B) (4).